Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his monitor notified it was experiencing a problem. The pt received a replacement monitor.

Manufacturer narrative:
Device eval of monitor (B)(4) is currently underway. The reported problem (service code 108) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.